Event description:
On (B)(6) 2012, (B)(6) hospital, turned on rotaflow with serial number (B)(4) and after the initial internal checks the rotaflow displayed "err.com" across the rpm/lpm screens. The unit was turned to zero rpms and the rotaflow would run but the lpm screen displayed "err.com." (B)(4).

Manufacturer narrative:
(B)(4). Attempts to obtain additional information has been unsuccessful. No other information has been obtained on for this complaint. (B)(4).